Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, who was on crutches due to a broken ankle, fell and the ilet pump screen cracked while the device was in a pocket, leading to a request for replacement. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no reported medical intervention, hospitalization, or other clinical impact. Investigation included review of the event description and device history as part of complaint handling. Investigation of this case revealed damage consistent with accidental physical impact to the device display assembly, with no indication of functional alarm issues. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to external mechanical stress.